Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported an alarm was heard during shut down and the screen disappeared. The user reported the disposable pressure transducer was disconnected prior to the alarm. No other details regarding the nature of the event were provided. Since the event occurred after use of the device for a cardiopulmonary bypass procedure, there was no patient involvement during this event.